Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event: (B)(4) and technical fault: 444004 (voltage out of tolerance) no patient involvement.